Event description:
In 2008, the lay user's/ patient's relative contacted lifescan (lfs) alleging that the one touch ultramini meter had an "inaccuracy issue". The complaint was classified based on the customer care advocate's (cca) documentation. The patient's relative stated that the alleged issue began on two days earlier at 11:30 am. The pt reportedly obtained inaccurate readings during that time. It is not known what were the alleged inaccurate readings. After the reported issue, the pt reportedly took 3 doses of unknown insulin (3 units, 2 units and 3 units) on a sliding scale. It is not known if the pt took insulin based on the readings or symptoms. At an unspecified time, before the reported issue, the pt reportedly experienced symptoms of "staggering, disoriented, slurred speech and forgetfulness." On that day at 1:13 pm, the pt reportedly received assistance from the health care professional (hcp) and reportedly received novolog insulin in a sliding scale. The pt was not tested on any other meter. The reason for the hcp visit is not known and also is not known whether the pt obtained any readings on the reported meter before visiting the hcp. During the troubleshooting, the cca noted that the pt has not been changing the code to match the test strips (use error). The cca noted that even though the pt was using the correct testing technique, cleaning the puncture area was verified to be incorrect. The meter was set to the correct unit of measurement. The readings (unknown) were verified in the subject meter's memory. Because the reported inaccurate readings were anecdotal, there is no evidence that the subject meter malfunctioned. However, this complaint is being reported because the pt reportedly received insulin treatment from the hcp after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.